Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. On company questionaire, physician responded "pin tract infection, rxd w/antibiotics but had to remove early", 6 weeks post operative.

Event description:
Patient had surgery to install a digit widget external fixation system. On company questionaire, physician responded "pin tract infection, rxd w/antibiotics but had to remove early", 6 weeks post operative.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.